Event description:
The customer called stating that he was getting error codes frequently. He stated that the error codes occurred after he applied blood to the strip. Customer service helped to troubleshoot. The customer attempted to access the check test and stated nothing came on the screen. The customer also did not have normal control solution. Customer service had the customer access the memory. The customer stated 7.1 mmol/l was on display. The customer was reading the result as 71 mg/dl. He did not recognize the decimal. Customer service assisted the customer in changing the meter back to mg/dl. The customer did not make any adjustments based on his readings or contact a doctor. Customer service was replacing the meter and sending control solution.